Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's charger and charging cable melted together. The patient was provided a replacement and experienced no adverse effects related to the event.

Manufacturer narrative:
The date of event is estimated.